Event description:
Subsequent information indicated that additional high, out of range measurements had been recorded. No further information was able to be obtained. There were no adverse patient effects reported. The system remains in service.

Event description:
Boston scientific received information that this right ventricular lead and device displayed a high, out of range shock impedance measurement. A request for additional information has been made. No adverse patient effects were reported. The system remains in service.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Manufacturer narrative:
(B)(4).